Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter elastomeric pump overinfused medication to the patient. The expected therapy time was 48 hours; however, it was observed that the pump delivered the medication dose faster than the expected therapy time. There was no patient injury or medical intervention associated with this event. No additional information is available.